Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During procedure, the handle of the trapezoid rx was broken during the attachment to the alliance gun. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h11: the returned trapezoid rx was analyzed, and a visual inspection found the guide side car rx was pushed back 2mm. The sheath was found detached and accordioned. Functional test was performed, and the basket was found able to open and close. The handle was not broken. With all the available information, boston scientific concludes that the reported event was not confirmed. During analysis, the handle was observed in good condition and a functional test found the basket was able to open and close, which indicates that the handle is functioning properly. Therefore, this reported issue will be classified as "no problem detected". On the other hand, the side car rx was found pushed back. This issue could be caused due to the amount of force applied on the thumb ring from the handle when trying to destroy the stone. And by this force applied, the working length tends to "retract" itself and therefore, pushing back the side car rx. There is also a possibility that the same force applied when trying to destroy the stone made the whole device retract itself from the force applied on the handle and detaching the sheath as a result, also getting the sheath buckled before it couldn't handle the pressure it was used with and got detached. Therefore, all the issues found will be classified as "adverse event related to procedure". Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is "adverse event related to procedure" since the adverse events occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During procedure, the handle of the trapezoid rx was broken during the attachment to the alliance gun. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event.